Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system started to give black images and they could not complete the surgery. There is no report of injury or death associated with the event described in this complaint.